Event description:
A medtronic employee called to report that he was traveling, and a person noticed that he was a medtronic employee. The person expressed to him that his father used to wear a medtronic insulin pump. The person stated that his father had to take it off at one point because, it was beeping, which resulted in a visit from the paramedics. The medtronic employee did not get the customer's name or information. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.